Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2020 as customer had low blood glucose level, ate peanut butter and glass of milk and started feeling bad hence was hospitalized. The customer¿s blood glucose level was 425 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin during hospitalization. Customer was unable to complete carelink upload. Customer stated that insulin pump went blank. The device will not be returned for analysis.